Manufacturer narrative:
The device was returned for evaluation. During evaluation, the reported issue was confirmed: an unsupported scope error (e315) occurred. The investigation determined the error was caused by corrosion at the plug unit. Functional testing also showed that the up/down directional knob had excess play and the angle in the up direction did not meet with specifications. These directional issues occurred due to a worn angle wire. Visual examination found the following additional issues: switch button 1 was scratched; the bending section cover adhesive was broken; the light guide lens was broken; the light guide bundle was abnormal, causing a decrease in light output; the scope connector cover unit was not water tight and the scope connector was not water tight. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the evis lucera elite colonovideoscope was being prepared prior to a diagnostic procedure and the device relayed an unsupported scope error (e315). The customer reported the procedure was completed with a similar device. The customer reported the procedure was completed with no delay and no adverse effects to patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the unsupported scope error (e315) was that fluid invaded scope connector during device handling by the user. It caused abnormality of the electrical component. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.